Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this explanted cardiac resynchronization therapy defibrillator (crt-d) that was used for in-service purposes recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was then found to have reached battery capacity depleted. This device was no longer implanted at the time of event. The device will be returned. No patient involvement was reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed. The memory log was reviewed and found that while implanted, the device recorded the first battery system fault - low voltage (fc 1003). Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. All therapy was available while implanted. It was concluded that this device experienced normal battery depletion.

Event description:
It was reported that this explanted cardiac resynchronization therapy defibrillator (crt-d) that was used for in-service purposes recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was then found to have reached battery capacity depleted. This device was no longer implanted at the time of event. The device will be returned. No patient involvement was reported.